Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing an elevated blood glucose (bg) level ranging between 650-700 mg/dl and diabetic ketoacidosis (dka); healthcare provider alleged bg/dka was caused by an unspecified pump failure. No issues observed with the cartridge, infusion set or cannula. Correction boluses were delivered and manual injections were administered to address bg/dka prior to the hospitalization. An insulin drip and intravenous fluids were administered to address bg/dka. Customer was released from the hospital 2-3 days later with no permanent damage.